Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer stated that he over filled his reservoir; he pulled the reservoir stopper past the 1.8 ml fill mark in order to get a larger amount of insulin in the insulin pump. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. He stated he received a ne insulin pump. Blood glucose value is 151 mg/dl. Nothing further reported.